Manufacturer narrative:
An event regarding alleged "infection" involving a trident liner was reported. The event was confirmed. Method & results: -product evaluation and results: not performed as the device was not returned for analysis. -medical records received and evaluation: a review of the provided medical records by the consulting clinician indicated "in this patient with a history of drug and alcohol abuse and avascular necrosis of the left total hip, all of her clinical problems related to an infected total hip arthroplasty, which ultimately required two-stage revision. There is no evidence that factors of implant design, manufacturing, or materials were responsible for this clinical situation." -product history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the reported event for infection was confirmed. However, the root cause could not be determined on the basis of the review of the provided medical records by the consulting clinician indicating "in this patient with a history of drug and alcohol abuse and avascular necrosis of the left total hip, all of her clinical problems related to an infected total hip arthroplasty, which ultimately required two-stage revision. There is no evidence that factors of implant design, manufacturing, or materials were responsible for this clinical situation." A trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The internal investigation of sterilization process and records confirmed the product met corresponding iso standards. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Per review of medical records an irrigation and debridement performed on this patient dated (B)(6) 2011.

Manufacturer narrative:
Additional devices listed in this report:. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. Catalog: 509-02-60f description: tritanium revision acetabular lot: 127mjd. Catalog: 6260-9-136 description: v40 cocr lfit head 36mm/0 lot: 6a0mjd. Catalog: 5260-5-026 description: osteolock bone screw 26mm lot: 5256402 . Catalog: 5260-5-030 description: osteolock bone screw 30mm lot: 22248303 . Catalog: 6021-0335 description: accolade plus tmzf hip stem #3 lot: 16893401. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
Per review of medical records, an irrigation and debridement performed on this patient dated (B)(6) 2011.